Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. The customer declined to share information on their backup insulin therapy.